Event description:
The reporter stated the surgeon inserted a 12.6mm micl 12.6 implantable collamer lens, but the lens did not unfold correctly. The surgeon was unable to position the lens and decided to remove the lens. Upon removal of the lens, the lens tore. There was no pt injury, no enlarged incision or sutures. The backup lens was implanted.

Manufacturer narrative:
Results: a lens work order search was performed and no similar complaint was found.